Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm involving (B)(4) and abnormal cycle count involving (B)(4). Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Failure analysis of the returned batteries revealed that the devices passed visual examination but failed functional testing due to an abnormal high cycle count. These observations are indicative of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery/ (B)(4)/ model #: 1650de / expiration date: 2015-12-31, UDI #:(B)(4), return date: 2015-11-02, mfg date:2014-12-20, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recognized a critical battery alarm and marked both batteries which were connected. There were no reported consequences or effect to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.